Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Claim# (B)(4).

Event description:
The reporter indicated that the incision was noted to be too small for the +20.5 lens, cc4204a +20.5 diopter, intraocular lens to be injected. The surgeon tried pulling the lens out, the lens ripped. A new lens was obtained and implanted without problems. This was all during the same surgery and patient did not have any adverse effects from surgery. Enlargement of incision was reported.

Manufacturer narrative:
Claim# (B)(4).